Event description:
Initial report: this non-serious spontaneous case was reported in 2010. This case reported by a nurse, upon medical review, has been upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. This case involves a female pt who developed nodules on poly-l-lactic acid (sculptra) therapy. Poly-l-lactic acid treatment details were not provided. On an unk date, the pt developed a pea size visible nodule on her cheek. As corrective countermeasure, the pt is massaging the nodule. The reporter inquired about dry needling to break the nodule down. Relevant medical history and concomitant medication info were not mentioned. Action taken: unk. Outcome - not recovered/ not resolved.